Manufacturer narrative:
(B)(4).

Event description:
Procedure: thoraco/lobectomy. According to the reporter: a 60 black sulu was used. The device was fired several times. After clamping over tissue with jaws, status indicator was alight and green button was pressed but the light was not blinking. Egia ultra was used to complete the case. There was no unanticipated tissue loss. There was no tissue damage. There was no bleeding reported in excess of 500 cc. The case was not extended by more than 30 minutes. Nothing fell into the cavity.